Event description:
The customer contact reported that the device door roller and case were broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
At the time the customer will not be returning the device for eval. If the device is received, a follow up report will be submitted. As indicated, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.